Manufacturer narrative:
No patient information was provided. Unknown placement driver. Product not returned to manufacture.

Event description:
The doctor indicates that during insertion procedure on (B)(6) 2017, the unknown placement driver did not assemble with the internal hex of the implant (bnpt4313) and implant could not be inserted. The doctor was able to complete the procedure using another implant.

Manufacturer narrative:
(B)(4). The reported driver was not returned for inspection, therefore its condition cannot be verified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates the implant driver would not assemble with the implant. The event was non-verifiable, as no deficiency was detected in the returned device, and the reported driver was not returned for inspection. The root cause for the reported event could not be determined.